Event description:
It was reported that: a patient was connected to a dräger monitoring system, iacs. The patient got several longer ventricular tachycardia for several minutes and the patient monitor m540/c500 was not alarming at all. After restarting the m540 the monitor started to detect this vt and alarming. The patient was not injured by this incident and after electrical conversion the patient got into normal rhythm again. The reported failure to alarm may have resulted in a delay in the treatment provided.

Manufacturer narrative:
Additional information including the date of the event, any event full disclosure information/waveforms and device logs were requested. A user facility report was provided which noted the date of the event as (B)(6) 2021. As the device remained in use after the event, the iacs (cockpit/m540) logs provided only covered back to (B)(6) 2021. No further information was provided. No further issues have been reported.without the event full disclosure/waveforms and device logs covering the time of the event, an investigation cannot be conducted and a root cause cannot be determined.

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
It was reported that: a patient was connected to a dräger monitoring system, iacs. The patient got several longer ventricular tachycardia for several minutes and the patient monitor m540/c500 was not alarming at all. After restarting the m540 the monitor started to detect this vt and alarming. The patient was not injured by this incident and after electrical conversion the patient got into normal rhythm again.